Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that the drawer failed and was not opening. The malfunction occurred while the user was trying to issue the medication to the patient. There was no delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer secured the latch sensor properly and updated the striker with the new design magnet version to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.